Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor did not give the value to the insulin pump. The blood glucose reading was 15.4 mmol/l. The sensor appeared to be fully inserted. When it was removed, it was noted that the cannula was 2 to 3 mm shorter than usual. The sensor will be replaced and returned for analysis.